Event description:
It was reported during a da vinci prostatectomy procedure, a loose cable was observed on the prograsp forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Both the instrument pitch cables were loose/ unraveling at the distal end; however the pitch cables were not damaged. The instrument was placed on in-house is3000 system, engagement, and recognition test passed. Instrument motion was not precise. Additional observation during failure analysis also found: the instrument grip cable was frayed at the distal end. The frayed strand was located on the outer part of the cable. 48- the instrument main tube had scratch marks/ abrasions. The distal end of main tube had various scratch marks with light material removed. The scratches were .122- .138 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable and/or main tube scratches were to recur could cause or contribute to an adverse event.